Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round high profile 630cc breast implants and experienced deflation on the right side and capsular contracture baker grade iii on the left side. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 630cc, catalog number 3503630, serial number (B)(4) (r) and serial number (B)(6) (l) on (B)(4) 2019. This report is for the left side.